Event description:
It was reported by service report that the left side rail is damaged and will not latch in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.